Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and received critical pump error. The customer reported blood glucose value of 480 mg/dl, and the hyperglycemic event was treated with manual injection/insulin pen. The event involved product(s) mmt-1886. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed for critical pump error. Customer was advised to replace the insulin pump. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. On the event date of 08-jan-2026, pump error 35 alarm was noted. On the event date of 08-jan-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 13750 (1.375 u) and dailytotalofbolusinsulindelivered = 40750 (4.075 u) which is equal to the dailytotalofallinsulindelivered = 54500 (5.45 u). All bolus/basal were delivered in auto mode/manual mode. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 01/08/2026 03:58:25.000 and 01/08/2026 04:08:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. In further review of the formatted history file 2 days from the event date of 08-jan-2026, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 01/08/2026 04:11:55.000 01/08/2026 09:17:52.000 01/08/2026 12:47:04.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was found on: 01/08/2026 05:34:00.000 unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per the additional information received, the event of critical pump error was already reported under regulatory report number 2032227-2026-118157. So, the event submitted under regulatory report number 2032227-2026-114367 is not reportable (duplicate submission).

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.